Event description:
It was reported that the system 6800 would not initialize and was not operational. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The single board computer was reseated. The system was tested and found to be working as intended and placed back into service.